Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the cooling fan was surging. Reportedly, the battery was very low and while charging, the cooling fan will speed up and slow down. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 10may2019. MFR site: correction. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer replaced the battery thinking the original was bad. That is when it was noticed the cooling fan surging. Per recommendation the battery was allowed to charge fully. The customer was advised to swap the (user interface) ui assembly for troubleshooting and to replace the power management (pm) board if the unit continued to turn itself on. If the problem resolved to suspect the ui board. The customer replaced the defective user interface (ui) board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.